Manufacturer narrative:
Product ID 3877-45, lot# 0206085973, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3877-45, lot# 0206085974, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4): final analysis of the lead (serial# (B)(4)) revealed broken conductors. The #0, 1, and 2 conductors and electrodes are broken off the lead at the distal side of the #3 electrode and not returned. The #4, 5, and 6 conductors are broken at their respective electrode crimp sleeves and the wire is pulled away from the sleeve. The epoxy is also broken at these locations. Final analysis of the lead (serial# (B)(4)) revealed broken conductors. The #0, 1, and 3 conductors are broken at the distal side of the #4 electrode. The #2 conductor is broken at the distal side of the #3 electrode. The epoxy is broken on the distal side of the #2, 3, 4, 5, and 6 electrodes.

Event description:
Additional information received reported that the patient was a very active person and "prone to self-dynamics." The reporter stated that the patient was prone to scar formation and after the first implant he could go back to working.

Event description:
It was reported 'after same month' stimulation was not more successful. Impedances were greater than 10,000 ohms on 9 contacts. It was noted the physician 'would change the electrodes' it was unknown if the electrodes were replaced. There was no injury to the patient and no actions required as a result of the event. Follow up reported the patient had the electrodes replaced on (B)(6) 2013. Patient was doing well and the system was working properly.

Manufacturer narrative:
Product ID 3877-45, lot# 0206085973, implanted: (B)(6) 2012, product type lead; product ID 3877-45, lot# 0206085974, implanted: (B)(6) 2012, product type lead. (B)(4).